Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for follow-up, post-paced t-wave oversensing was observed on a stored recording of non sustained lead noise episode. The oversensing on the near field channel resulted in the non sustained lead noise trigger. The device was reprogrammed successfully and remains implanted.